Manufacturer narrative:
The device and external paddles were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device and paddle set were put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The clinical information was not available as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
The device and external paddles were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device and paddle set were put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The clinical information was not available as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.